Event description:
The patient reportedly had pe tubes placed on (B)(6) 2012 to treat middle ear issues.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's device explant due to infection is being reported in MDR 3006556115-2012-00309. This is the final report.